Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported that a screwdriver handle broke in norway during use and a small fragment of the handle could not be located. It is possible but unlikely that the small fragment fell into the surgical site.